Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy bag and abdominal pain. It was not reported if the patient was hospitalized with initial symptoms. The cause was unknown. On an unknown date in the same month as the event onset, the patient was treated with ancef (1.25 gram, route and frequency not reported) and fortaz (1 gram intraperitoneal, discontinued and frequency not reported) and vancomycin (2 gram every 3rd or 4th day based on the vancomycin levels) for peritonitis. Twenty one days after the initial onset of peritonitis, the patient was hospitalized for relapsing peritonitis. One day after being hospitalized, the patient's pd catheter was removed and the patient was started on hemodialysis through a central venous catheter. It was reported that the patient was discharged from hospital and it was unknown if the patient was still on antibiotics. At the time of this report, the patient recovered from the event. No additional information is available.